Event description:
Provider states the tilt release pedal won't spring back after being depressed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.